Manufacturer narrative:
Additional information: further information was provided that the patient's left eye was affected. Section h3: device evaluated by manufacturer ¿ yes device evaluation: the original folding carton, lens case, patient ID card, patient stickers, and implant notification card were received. No complaint lens was received, therefore, no product evaluation could be performed on the lens. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was loaded into the injector and while rotating the knob to push the lens out, the lens came out into eye with one haptic torn in the cartridge. The lens was removed from the eye with micro surgical scissors to cut the lens in half. The lens was successfully removed. A new lens was replaced without any further problems.